Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and a new device was successfully implanted. It was found upon removal that the spacer was broken and the weld appeared to be weakened.